Event description:
It was reported that the bd secondary administration set separated right below the drip chamber. The following information was provided by the initial reporter: the secondary tubing was being prepared by a nurse this morning and the tubing came apart right below the drip chamber.

Manufacturer narrative:
Investigation summary: a complaint of tubing coming apart was received from the customer. A photo was provided for investigation. In the photo, the set is seen to be separated at the drip chamber. The complaint of separation is confirmed. A device history record review for model 11448964, lot number 22109394 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause could not be determined as the physical sample was not returned. A potential root cause for this separation is an insufficient amount of solvent being added at the drip chamber and tubing connection site. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.